Event description:
The following information was reported: the balloon lost pressure as they were pulling back in the common femoral artery on the first device. A second mynx vascular closure device was used but while shuttling the sealant down to the hard shuttle stop, the tech noticed the sealant did not go all the way down and was stuck above the advancer tube. The second device was pulled out and manual pressure was held for 15 minutes. No excess bleeding or complications resulted in the device failures or manual pressure. Additional information: the user shuttled down completely. There was significant resistance when shuttling down. No unusual force was applied when retracting the sheath. At prep, the black marker on the inflation indicator was fully exposed. Stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. No unusual force was applied while shuttling down/ retracting. Vessel location: common femoral artery sheath size: 5f

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch: 3004939290-2015-00211.

Manufacturer narrative:
Device return. An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 2 mm longitudinal tear in the balloon, approximately 7 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1503405) indicated that the device lot met all established performance criteria prior to shipment. See medwatch #s: 3004939290-2015-00210 & 3004939290-2015-00211.